Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; one device had a stripped component and two devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the fowler or lift had collapsed. Two events had no patient involvement. One event had patient involvement, but there was no consequence or impact to the patient.